Manufacturer narrative:
B5 - lens was explanted on (B)(6) 2023. Problem was resolved. The surgeon decided with the patient only to explant the lens and correct the refraction with femto-lasik. Status of eye, "all fine!" Claim# (B)(4).

Manufacturer narrative:
H6- device evaluation: lens was returned dry in microcentrifuge vial. Visual inspection found a broken haptic. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vtich13.2 implantable collamer lens of -2.00/6.00/090 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 and (B)(6) 2023 the lens was repositioned due to lens rotation not associated to a low vault but the repositioning did not resolve the problem. Cause of event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).